Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received info that this pt expired. The pt underwent an implant procedure a few days prior to their passing. During that procedure, the physician was unable to cannulated the coronary sinus; therefore, only a b-ventricular generator was placed and the pt was referred for a thoracotomy to have an epicardial lead placed. A thoracotomy was performed a few days later and upon attempting to attach this epicardial lead, a bleed was encountered. The boston scientific field rep was asked to leave the operation room and another surgeon was called to assist in the case. The field rep had later come back into the operation room and the procedure was successfully completed. The field rep was later notified by the physician that the pt had passed away. The cause of death is unk. At this time, we are unable to refute product involvement with the pt's death.